Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from portugal of peritonitis in a patient coincident with physioneal 40, unknown bag therapy for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced cloudy effluent with abdominal pain. On that same date, physioneal 40, unknown bag therapy was temporarily withdrawn. On (B)(6) 2011, the patient experienced peritonitis and went to the hospital; however the patient did not require hospitalization. On (B)(6) 2011, the pd regimen was decreased to physioneal 40 (2 liters, four times daily, lot number not reported) and the modality was changed from apd to continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient began remedial therapy (administered during the night exchange) with ceftazidime (1 g, daily, ip) and cefazoline (1 g, daily, ip). At the time of this report, physioneal 40, unknown bag therapy and remedial therapy were ongoing and the outcome for the event of peritonitis was resolving. The nurse considered the event of peritonitis to be unrelated to physioneal 40, unknown bag therapy.